Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-dec-2017 with the following findings: during investigation, the battery compartment was found to be cracked. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue.